Event description:
The orange part that subjects the height regulation (item no. (B)(4)) has broken while the chair was used. As a consequence, the user has fallen down to the floor. No injury was reported.

Manufacturer narrative:
Device was not returned to etac supply center (B)(4). A photo of the broken part, height adjustment pin, was sent to etac and it shows that the part is broken into two pieces. There are two orange height adjustment pins on the shower chair. They attach the seat frame to the lower frame of the chair. Etac supply center (B)(4) has tried to recreate the event. If the height adjustment pin is fixed in place it's not possible to recreate the event. But if the height adjustment pin has not entered properly into the two frames the height adjustment pin could break. The break will be similar to the one of the photo. Our conclusion is that the height adjustment pin has been assembled in a wrong way (not entered properly into the two frames). The manual for the shower chair shows how to assemble the height adjustment pin correctly. Risk analysis has been performed for the product. The hazard with height adjustment pin breaking are handled in the risk analysis. The risk is considered acceptable.